Event description:
The customer complained that the device does not turn on when the lid is opened. There was no patient use associated with the reported complaint.

Manufacturer narrative:
Medtronic continues to investigate the reported event.